Event description:
Following the first treatment, the brake of a stealth 360 orbital atherectomy device did not function as expected. The scrub technician held the guide wire with a torque device to complete the procedure. The patient was stable.

Manufacturer narrative:
The oad was returned without the guidewire to csi. Analysis revealed the brake lever to be deformed. The deformation did not affect device functionality. The root cause of the damage could not be determined. The device history record for this device lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event and the device met material, assembly, and quality control requirements prior to distribution. (B)(4).